Event description:
I used renu moisture loc by bausch & lomb 10-30-05 to 12-12-05. My eyes were red with discharge, burning, blurred vision, sensitive to light on 12-13-05 and by 12-14-05 I could hardly see anything. It continued to get worse. Even when taking meds that my eye doctor prescribed for me. My eyes burned and if I fell asleep, when I woke up my eyelids felt like they were glued to my eyes and when I tried to open my eyes it felt like I was tearing my eyes apart on the inside. Then my eyes got worse and I wasn't legal to to drive anymore. I had to be led around by someone. The light hurt my eyes and I could see nothing but a blur. Until feb 26 2006, I began to regain my eye site. I won't be able to wear colored contacts again due to scarring of the cornea. As of june, I might not be able to wear contacts at all. I will find out after I see my eye doctor this week.